Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the device broke off. The procedure was completed using another similar device and there was no pt injury reported. No other info was provided. Olympus followed up with the user facility to obtain add'l info regarding the report but with no results.

Manufacturer narrative:
The handpiece has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.